Event description:
It was reported that when using the bd pyxis¿ medstation¿ es in disconnected mode, the issue required immediate attention. The user attempted to reboot the device, which was unsuccessful, and also unplugged and replugged the power cable; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an electronic component failure. A field service engineer found the network properties showing the network cable as unplugged and worked with the local information technology (it) team to check the wall jack a loose cable connection was identified in the switch room and reseated, after which the station came back online and the hardware testing application test was run and passed. The system functioned as intended a field service engineer repaired the device.